Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). Based on the information provided by the foreign distributor, the carefusion technical support specialist determined that the most likely root cause in this reported event is a faulty gas delivery engine. A replacement gas delivery engine was sent to the foreign distributor on (B)(4) 2014 for them to repair the device. Carefusion issued a return of the alleged faulty gas delivery engine for evaluation. As of 09/11/2014, the alleged faulty gas delivery engine has not been received. Should the gas delivery engine return for evaluation, a follow up medwatch report will be submitted once the evaluation is complete.

Event description:
The following description of the event was reported to carefusion (B)(4) tech support by a foreign distributor and relayed to carefusion via email. User described the ventilator was on patient when the event happened, monitor alarmed first, and found the unit had no gas delivery, but it did not alarm. Then they immediately replaced the ventilator, so the patient was not hurt. After shutdown and reboot the ventilator, they found there was no audible alarm heard. The following description of the event was copied from a warranty claim form submitted by the foreign distributor. "No audible alarms. Unit can power on, and operate as normal. But has no audible alarm. Change with a good gde (gas delivery engine), the audible alarms can be heard."